Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed

Event description:
It was reported that unspecified bd infusion set was ballooning. The following information was received by the initial reporter with the following verbatim it was reported by customer that it was reported that the patient was in CT scan with versed and levophed infusing through a pump. The patient was receiving CT scan with contrast in separate line when the nurse heard a loud noise. The nurse investigated and found that the versed tubing has burst out of the versed bad and ruptured from the tubing while the levophed had a giant bubble in the tubing which was close to rupturing. There was patient involvement but no harm.

Event description:
No additional information was provided

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of bulge/ balloon in silicone segment / pump segment could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.